Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the lot number? Lot number unknown. Did the surgery was completed successfully? It was completed successfully. What was used to complete the procedure? Another pds suture z334h was used.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Did the surgery was completed successfully? If yes what was used to complete the procedure?

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. Additional information was requested.